Event description:
The tech alleged the side rail will not raise or lower. No pt impact.

Manufacturer narrative:
The side rail and side rail slide bracket were replaced by the tech to resolve the issue.